Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on arctic sun device since that morning. Patient temperature (pt) was still above targeted temperature (tt). They changed out the pads a few hours ago (1pm cst), but no improvement. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c. Lowest water temperature (wt) had only been 22c. Esophageal probe in place and verified. System diagnostics outlet monitor temperature (t1) was 25.7c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours 1053.4, pump hours 484.5. Had them place device in manual control at 8c. System diagnostics outlet monitor temperature (t1) was 25.9c, outlet control temperature (t2) was 25.8c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0. Continued to watch water temperature (wt) and it did not decrease. After 5 minutes water temperature (wt) was 35.8c. Advised to swap out devices and send to biomed for evaluation. Per follow up information received via phone on 13jun2024, it was reported that therapy was completed on the baby without impact, but on a different device. They also stated that the baby was not cooling. Mis advised to switch temperature probes, this did not work so they switched devices. It was unknown if the device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on arctic sun device since that morning. Patient temperature (pt) was still above targeted temperature (tt). They changed out the pads a few hours ago (1pm cst), but no improvement. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c. Lowest water temperature (wt) had only been 22c. Esophageal probe in place and verified. System diagnostics outlet monitor temperature (t1) was 25.7c, outlet control temperature (t2) was 25.7c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours 1053.4, pump hours 484.5. Had them place device in manual control at 8c. System diagnostics outlet monitor temperature (t1) was 25.9c, outlet control temperature (t2) was 25.8c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0. Continued to watch water temperature (wt) and it did not decrease. After 5 minutes water temperature (wt) was 35.8c. Advised to swap out devices and send to biomed for evaluation.